Manufacturer narrative:
Additional information has become available. The following fields were updated: b3, b4, g3, g4, g6, h2, h10.

Manufacturer narrative:
Company investigation revealed that the service technician did not reinstall the previously saved customer-specific sterilization program parameters correctly, only the program names. The program names and parameters have been reset and the sterilizer is functioning correctly.

Event description:
During a service intervention the technician reinstalled customized program names but failed to upload the corresponding program parameters, which thus no longer matched the names. On the first cycle that was run after the event, the hospital observed that the sterilizer executed a gravity cycle instead of the intended bowie-dick test. No improperly sterilized goods left the cssd.